Event description:
The disposable loading unit was used in a disposable surgical stapler during a small bowel resection procedure. The staples did not form properly. The surgeon resected the tissue and manually sutured to complete the procedure. The hosp has reported that the pt's status is satisfactory.